Event description:
Sonicision cordless ultrasonic tissue dissector would only work in the slow pulse mode. After repeated re-insertions of the battery pack the device was removed from the surgical field and a new device was opened and used without incident.